Manufacturer narrative:
Actual device involved was not returned. Four unused devices in sealed packages were returned. No defects were evident on those devices.

Event description:
Clinician had administered an injection, using an eclipse smart tip 25g x 5/8' needle after drawing up the dose using a bfn. Upon removal of eclipse needle from the pt skin and attempting to activate the eclipse safety mechanism, the needle slipped off the syringe and the needle penetrated the clinician's skin. The patient's hiv + so the clinician will undergo requisite testing and prophylactic treatment.